Event description:
Solicited contact to pt for follow up to the double pump malfunction previously reported overnight pt stated that pump serial number (B)(4) [maintenance due 05/26/23) was alarming with code "lee 1210 1260". Pt replaced the batteries twice & pump would flash "power lost'' & shut off. Pt switched to the other pump serial number (B)(4){maintenance due 05/31/23), which gave high pressure error. Pt stated that it was not the first time they got that error. Pt had just changed the cassette so they ended up wasting it on advice from a friend, pt removed the cassette, ran their finger over the end of it & the infusion re-started after pt re-inserted the cassette. Pt experienced a headache which has since resolved. Pt stated that they did not go to the hospital. Unknown if md is aware. Product lot number and expiration date were systematically retrieved from the dispensing system. No additional info, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate a volume delivered are unknown. Position of the pump when an arm occurred is unknown. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. Reported to (B)(6) by patient/caregiver.